Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the cysto-nephro videoscope exhibited foreign material at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, and h6 (medical device problem code replaced with 4048). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient reprocessing due to leakage from the pinhole on the connecting tube (insertion section). However, a definitive root cause could not be determined. The instruction manual states the preventative method associated with the event in "cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual¿ describes the reprocessing procedures of cyf-vh". Olympus will continue to monitor field performance for this device.